Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and down arrow keypad buttons were unresponsive for six months. The reporter indicated that the rubber was missing from the upper portion of the keypad. The reporter denied evidence of moisture in the pump. The patient reportedly wore the pump outside of clothing and cleaned the pump by wiping with a cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012 . Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn at the up arrow and down arrow buttons. On testing, all of the keypad buttons were normally responsive. The keypad cover was removed for investigation and no contamination was found under the button contacts; however, the down arrow contact was misaligned.